Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 532 mg/dl. The customer's current blood glucose was 250 mg/dl and sensor glucose was 84 mg/dl. The customer stated that the sensor was a little bent at the time the customer removed the sensor. The product was not returned for analysis.